Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that displayed as high on the continuous glucose monitor (cgm). Cause was not known. Customer administered a correction injection via mdi. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.